Event description:
New information received indicates that new episodes of nsvo with noise were observed. The patient will continue to be monitored remotely.

Event description:
It was reported that episodes of auto mode switch due to noise on both atrial and ventricular leads were observed via remote transmission. Patient was asymptomatic. Noise could not be reproduced with isometrics and pocket manipulations in clinic. High capture threshold was also noted on the rv lead. Programming changes were recommended. Further actions will be discussed with the physician and also consider diagnostic imaging. The patient will be closely monitored remotely.

Manufacturer narrative:
Product not returned. (B)(4).